Event description:
The cardiac care unit nurse reports that she checked the pump at 13:30. Esmolol was being titrated at the time. When the nurse returned to the patient's room at 14:15, the pump was off. When she turned it on again, the pump displayed the "e320" error code. No low battery alarm was detected. The patient's blood pressure was not adversely affected. He was transferred to the floor three days later. Medical engineering is in the process of locating the pump.